Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the issue. A simulated use test was performed and passed successfully with no issues noted. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access secondary set had no flow. It was stated that approximately three drops would form in the drip chamber and then there would be no flow. The set was being used with a carefusion primary set and 500mg of levaquin in a 100ml bag (non baxter products). There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.